Manufacturer narrative:
Qn# (B)(4). A device history record review was performed on the kit and the lor syringe with no findings relevant to this complaint. The customer reported that the lor syringe was found broken upon opening the sealed kit. The customer returned one opened kit. The returned syringe was removed from the kit and was visually examined. Visual examination revealed that the tip is broken from the barrel. Also, the barrel is broken into several pieces. The damage on the syringe is similar to what happens when the syringe plunger hits the base of the barrel too hard. The packaging configuration for the kit was reviewed and the syringe is located in a tray cavity that is separated from other components. No corrective action is needed at this as the root cause for this complaint investigation was undetermined. The reported complaint of a broken lor syringe was confirmed based upon the sample received. The potential cause of this complaint could not be other remarks: determined based on the damaged observed to syringe and the information provided. The investigation found no evidence to suggest a manufacturing related cause; however, shipping and handling could not be eliminated as a potential cause.

Event description:
It was reported that lor syringe was found broken in kit when the kit was opened. Therefore, a new kit was opened instead.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that lor syringe was found broken in kit when the kit was opened. Therefore, a new kit was opened instead.